Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter shaft is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the returned catheter showed abundant blood residues throughout the device and inside the catheter shaft. The catheter was returned attached to its two-piece connector. A functional test of attempting to infuse water into the catheter through its two-piece connector using a 12 ml syringe revealed the catheter was completely occluded with abundant blood within the catheter shaft. No damage was observed along the distal valve of the returned catheter. This failure may occur due to variation of patient blood characteristics, types of medications used inside the catheter, or other unknown clinical conditions. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that there have been consistent cases of the plug becoming clogged after just a few days of use on a patient in the orthopedic ward who was receiving antibiotics every eight hours. The blockage was discovered on the morning of the second day, and the plug was removed. No comment was made about the problem during the overnight handover. It was reported this event occurred on three occasions. This report addresses all three occasions.